Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, their receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on (B)(6) 2016. Complaint for a frozen display screen could not be confirmed. The root cause could not be determined post investigation.